Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: d6a date of implant should have been (B)(6) 2021 rather than (B)(6) 2021.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
The reported event of lead migration was not confirmed and cannot be confirmed through analysis. As received, setscrew marks were observed on the insertion band electrode, as well as a cam impression mark on lead body, and passed all functional testing. The return lead did not identify any anomalies that would have contributed to the alleged issue. No root cause was identified for reported event.

Manufacturer narrative:
The reported event of lead migration was not confirmed. As received, setscrew marks were observed on the insertion band electrode, as well as a cam impression mark on lead body, and passed all functional testing. The return lead did not identify any anomalies that would have contributed to the alleged issue. No root cause was identified for reported event.